Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the corrosion is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign object in the air/water nozzle and corrosion of the adhesive around the objective lens. There was no patient involvement.